Event description:
Hcp reported pt had a pump refill in 2004. The physician learned from other pts a week later that they were experiencing problems with the same drug. The physician called this pt five to six days earlier who reported "mild nausea only." The pt is reported to have recovered without sequelae.